Manufacturer narrative:
Emdr section h6: d codes updated to reflect results of investigation.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag) for type a aortic dissection. An gore® excluder® aaa endoprosthesis aortic extender endoprosthesis was deployed to cover the entry in the ascending aorta. While ctag was being deployed distal to the coronary artery, the brachiocephalic artery was partially covered by distal portion of the ctag unintentionally. As blood flow became slow, a stent graft was deployed in the brachiocephalic artery using the chimney technique. Improved blood flow was confirmed. Small amount of distal type I endoleak was suspected, and it will be monitored. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.